Event description:
According to the medical study title ¿deformity correction and extremity lengthening in the lower leg: comparison of clinical outcomes with two external surgical procedures" 2 delayed consolidations were classified as an obstacle during the usage of a taylor spatial frame (tsf) device. Based on this article, an obstacle is defined as an event that required secondary surgical intervention or an intervention under anesthesia, or an unplanned additional hospitalization lasting more than 24 h, which are resolved by the time the treatment is completed. No more information was provided.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Therefore, no product analysis could be performed. This event was reported from a literature review. After repeated requests, smith and nephew has been unable to obtain device details. Smith and nephew has an outstanding request with the reporter for information. As device details were not made available, a device history record review cannot be completed. Also, a complaint history review could not be performed due to lack of device information. Our clinical evaluation could not performed at this time as no clinical supporting documentation was provided. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary.